Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that he can press few buttons but he has to remove the battery out to reset it. Troubleshooting was done. Customer's blood glucose was 234 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was noted at the keypad traces. No button error alarms were noted. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.